Manufacturer narrative:
Event date is literature article published date transjugular intrahepatic portosystemic shunt through the strut of a previously placed stent: technical feasibility and long-term follow-up results cardiovasc intervent radiol (2018) 41:1794¿1798 10.1007/s00270-018-2033-x. If information is provided in the future, a supplemental report will be issued.

Event description:
This article is a retrospective analysis of 7 patients on the technical feasibility, long-term primary patency and clinical outcome of the transjugular intrahepatic portosystemic shunt (tips) through the struts of the previously placed stents. Of the 7 patients outlined in this article one of the patients received medtronic complete se stents. Patient was diagnosed with budd¿chiari syndrome and was indicated for tips due to refractory ascitis. This patient was treated with two hepatic 10x40mm complete se stents. One-week post placement of the complete se stents the patient had a non-medtronic (gore-viator) stent placed through the struts of the previously placed stents as part of the tips treatment. Tips was technically successful for this patient. Complications reported following tips treatment for this patient between 7- and 14-days post treatment. Are fever, blood culture grew candida. These complications were managed successfully with medical treatment. This patient required 3 tips revisions for reappearance of symptoms at 18, 24 and 32 months with significant pressure gradient and stenosis in the first two revisions which improved with stenting in the second re vision. Third revision with balloon plasty was done due to reappearance of symptoms despite low pressure gradient.